Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by strong abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was not reported. The patient was treated with unspecified antibiotics (for three weeks, dose, frequency and route not reported) and heparin (dose route and frequency not reported. It was not reported if the pd therapy was ongoing. At the time of this report, the discharge date was not reported. No further information available.